Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: oct 7, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) procedure at l4-l5 on (B)(6) 2017. During the procedure, while the surgeon was attempting to place the first pedicle screw at the right l4 pedicle using the matrix long holding sleeve, the driver was coming loose before the screw could undergo final tightening and implantation. After attempting to load a second pedicle screw onto the holding sleeve, the scrub technician noted that the screw loaded very tightly. While attempting to implant the screw into the right l5 pedicle, the holding sleeve was again slipping off the screw before being fully inserted. At this point, the holding sleeve was removed and a back-up holding sleeve was used to complete the surgery. Upon inspecting the original holding sleeve, it was noted that it appears that the top thread of the device had begun to lift off of the other threads, but had not yet fully detached. No fragments were generated during the case. The surgery was successfully completed with no adverse patient events. The patient status was reported as "good." Concomitant devices reported : synthes pedicle screw (7 x 50) (part #: 04.639.750, lot #: unknown, qty. 1), and synthes pedicle screw (7 x 55) (part #: 04.639.755, lot #: unknown, qty. 3). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. The returned long matrix holding sleeve (03.632.036, (B)(4)) is one of four holding sleeves offered in the matrix systems. Holding sleeves are used along with stardrive shafts during matrix procedures, to pick up and insert pedicle screws. The returned sleeve was received with threads from its distal tip beginning to peel off from the remainder of the sleeve tip. Replication of the complaint condition is inapplicable since the complaint condition was confirmed due to the distal threading peeling off. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned long matrix holding sleeve (03.632.036, (B)(4)) was manufactured on 07oct16 and relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Considering the way the sleeve is used during surgery it is possible that the threading on the distal tip was damaged due to being used while not being fully threaded into pedicle screws. It is also possible that the tip of the sleeve was damaged due to rough handling during use and/or sterile processing and the cumulative effect eventually contributing to the complaint condition. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.